Event description:
It was reported the patient presented to the emergency room after complaints of lightheadness. The device longevity status could not be checked on as the device could not be interrogated. Both removing the electrocardiography cables and performing a telemetry test did not resolve the issue. It is believed the device was not pacing appropriately as the presenting heart rate was slightly lower than the rate the device was programmed to. The device was explanted and replaced. The device was also explanted following the advisory. The patient has been discharged.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.